Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while the pump battery was being charged. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On may 10, 2022, the distributor reported the additional information: the pump history was reviewed and multiple power alerts were observed to have occurred. During troubleshooting, pump was successfully charged. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Correction: b3.